Event description:
It was reported that bd angiocath plus 20ga x 1.16in foreign matter on catheter investigated foreign matter on catheter tip.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production run. In-process inspection record and outgoing inspection record had showed no foreign matter detected on the product. No quality notification was raised for similar nonconformance during the production of this batch. Based on the returned photo, one white, loose foreign matter (fm) was observed on the cannula tip. However, the photos were too zoomed out for evaluation of the fm appearance and type. As current control, there is an outgoing inspection and in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place per mfg-008/bc to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa).